Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The non totally occluded target lesion was located in a coronary artery. A 24x2.75 promus premier¿ drug-eluting stent was advanced but resistance was encountered. However, while positioning the stent, it became stuck in the previously deployed stent and by using a balloon catheter, the device was separated out and was deployed. No patient complications were reported and the patient's status was stable.